Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press buttons multiple times for the pump to respond. Customer had elevated blood glucose levels (289 mg/dl). Customer stabilized blood glucose levels with manual injections. Customer indicated they will continue to use the pump, and has back up manual injections for continued insulin therapy.